Event description:
It was reported that the pt complains of pain. He will need MRI and blood tests.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in the supplemental report.